Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed an electrical safety check and system verification, with no issues identified. Review of system logs revealed an intermittent voltage error associated with the endoscope controller (ec). The fse replaced the ec to correct the reported event. The system was tested and verified as ready for use. Isi did receive the ec to perform failure analysis. The ec was analyzed and tested on a system and passed the visual and operational tests. However, the reported event was replicated during power cycle testing, with errors found in system error logs after cycles were performed. Troubleshooting identified the right power supply was faulty as the unit would not power on. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the right power supply.

Event description:
It was reported prior to the start of a da vinci-assisted surgical procedure, the customer observed an arc and ozone smell. The customer elected not to use the system until it was evaluated and moved scheduled procedures to other available da vinci systems. No known impact or patient consequence was reported.